Manufacturer narrative:
Visual and functional testing of the returned catheter revealed no anomalies. Inspection of the catheter tip under microscope revealed no anomalies. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported arterial dissection remains unknown. Date report submitted to FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the information to the manufacturer: (B)(6) 2010.

Event description:
It was reported during a ventricular tachycardia ablation procedure, the physician advanced the ablation catheter into the aortic root using a retrograde aortic approach. While trying to curl and torque the catheter across the aortic valve, the catheter developed an off-plane curl. This was attempted again with another catheter of the same model and lot number and the catheter once again developed the same off-plane curl. The physician tried again with a medium curl catheter but this time was unable to advance at all. The physician attempted with various wires and dye injections but continued to be unable to advance the catheter. The physician believed that there likely was a small dissection of the artery and one the catheters may have entered into a "false lumen" of the aorta. The patient remained stable and required no further intervention.